Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon experienced articulation issues while manipulating an instrument installed on the 2 patient side manipulator (psm) arm. The site contacted isi for technical support assistance. The site indicated to the technical support engineer (tse) that they reseated the sterile adapter; however, the issue persisted. Prior to contacting isi for technical support assistance, the surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) was unable to replicate the customer reported failure mode. Functional testing of the 2 patient side manipulator (psm) arm in conjunction with the sterile adapter used during the surgical procedure found no issues with the sterile adapter. Functional testing of the left master tool manipulator (mtm) in conjunction with the psm found that the left mtm functioned properly. Inspection of the psm's cable tensions and internal gears found that they were also within specification. The patient side manipulator is an instrument arm located on the patient side cart, which provides the sterile interface for the endowrist instruments. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The sterile adapter provides the isolation barriers to electrical current. While the fse was unable to replicate the issue experienced by the site, psm 3 and psm 4 were swapped and the left mtm was re-calibrated as a precaution. A sine cycle performed on psm 2, psm 3, psm 4 and the left mtm found that the site's da vinci s surgical system functioned within specification. A sine cycle is a test procedure in which the psm arm is automatically driven back and forth repeatedly while monitoring sensor data and error states. On (B)(6) 2013 isi contacted the initial reporter of this incident. The initial reporter indicated that the surgeon's decision to complete the planned surgical procedure using open surgical techniques was due to a difficult patient anatomy and the articulation issue experienced by the surgeon. The initial reporter indicated that the patient tolerated the open procedure well, there was no harm to the patient and the patient did not experience any surgical complications as a result of the reported event. As of (B)(6) 2013, there have been no reported recurrences of the issue at this hospital.